Event description:
A pt was admitted to the hosp and placed on a puritan-bennett brand volume ventilator, the breathing circuit of which contained the device (change frequency was every 48 hrs). After five days of ventilation, the pt was noted to be in distress and agitated. O2 tension, which was determined by blood gas analysis was low. Suctioning did not improve the hypoxemia. The user discontinued the volume ventilator and manually ventilated the pt. The pt's symptoms resolved. The pt was placed on an evita brand ventilator and the pt became stabilized and calm. The users suspected a causal or contributory role by the p-b vent. The tech rep of the firm made a site visit and found the ventilator was performing normally. The user hypothesized that the pt had been able to sit up in bed and in so doing, could have changed the position of the device in such a way as to allow accumulation of water in the air pathway of the device. The physician invovled believed that staff training in the use of the device was inadequate, and that an appropriate inservice program should be established.